Event description:
The ge oec 2800 uroview fluoroscopy system would not boot up prior to a procedure.

Manufacturer narrative:
A ge oec service rep investigated the issue and found corrupt data in the table / generator interface pcb. The table / generator pcb was removed and replaced. The persistent flash was erased and re-programmed and data files rebuilt. The calibration files were also re-loaded. The system was tested and found to be operating as intended and released to the customer for use. No negative patient effect was reported due to this malfunction. The facility was unable to, or would not provide any patient information with respect to this issue.